Event description:
Epidural catheter was placed for delivery of an infant to this pt. Upon withdrawing catheter to the correct length it was thought the catheter had broken to the 1st marker. The pt was sent for multiple tests to see where the catheter was. The anesthetist inspected the catheter further and compared it to another catheter and noticed that the incremental markings were missing on the catheter used for this pt. The stock in the l&d area was inspected and 3 more catheters had the same problem.